Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was exhibiting mechanical issues. The device was explanted. No further information was provided. There were no patient complications.